Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump fill estimate changed from an estimate of over 60 units (60+) to over 40 units (40+) after delivering approximately 3 units of insulin. The customer's blood glucose was 207 (mg/dl). Reportedly, the customer continued to use the cartridge.